Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that troubleshooting performed related to the pump moving was ongoing evaluation of pump stability in abdomen. Per this reporter the ump sutures were replaced in (B)(6) 2016 in the operating room. The cause of the pump moving was upper stay sutures broke and were repaired on the operating room the physician felt the patient was moving the pump themselves. The pump moving had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (2 mg/ml at 0.8 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient felt that the pump had always moved and leaned forward. On (B)(6) 2016, the physician brought the patient to the or (operating room) and sutured the pump down. The physician found that the catheter had been twisted at least 200 times. The patient stated that she wasn't flipping the pump. The patient had no symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.